Manufacturer narrative:
(B)(4).

Event description:
The customer reported the operator was unable to set parameters via the navigation ring or touch screen. The customer reported there was no patient involvement.